Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for evaluation. The hypotube, collar and distal shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the distal shaft and a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-dec-2016. It was reported that the catheter could not cross the lesion. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the catheter could not cross the lesion. No patient complications were reported. However, device analysis revealed a partial separation at the collar.